Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 300 mg/dl. The customer had high ketones and was vomiting. It was stated that the customer was treated with an IV and released. The caller declined troubleshooting as she felt that the insulin pump was working fine. The caller felt that the high blood glucose levels may have been due to an infection or a growth spurt. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.